Manufacturer narrative:
A portion of the exposed portion of the soft cannula appears to have been cut or removed, no distal tip present on the cannula. Cannula measured to be 0.84 inches in total length. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The bottom housing and environmental seal were inspected and nothing was found that would indicate the deployment path was inhibited. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated in the infusion site, and when the pod was removed, the cannula was found bent. The pod was worn for about five minutes.